Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device via an 8f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during suture harvesting the suture was entangled with the proglide device. When attempting to separate the proglide the artery was injured "a little bit". The guidewire was re-inserted and the proglide device was removed. Manual compression was applied to treat the tissue damage to the artery. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty to remove the suture could not be tested due to device components not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties, tissue damage and treatment appear to be related to circumstances of the procedure based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.